Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (20 mg/ml at 2 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. On (B)(6) 2016 it was reported that the patient was "going through withdrawal due to a faulty pump". The patient was told when the pump was implanted that it would last 7-8 years. The pump was going to be replaced on (B)(6) 2016. The event date was noted as (B)(6) 2016. The patient stated that he was very sensitive and was going through withdrawal prior but didn't realize it. Over a timeframe of 6 weeks total it got worse and worse. He then saw the hcp (healthcare professional) on (B)(6) 2016. No interventions were mentioned. Additional information was received on 29-feb-2016 from a consumer, company representative and an hcp. The issue was noted to be "withdrawal symptoms". The issue occurred during "normal use". The diagnostics/troubleshooting performed was noted to be "logs read". The pump was replaced on (B)(6) 2016 and the issue was resolved. The patient status was reported as "alive - no injury". Additional information was received from a consumer on (B)(6) 2016 and it was reported that the patient was doing well following the pump replacement procedure.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), product type: catheter. Product ID 8780, serial# (B)(4), product type: catheter. Device evaluation summary: analysis of the pump found ¿no anomaly¿. Analysis of the catheter found ¿catheter ¿ pin connector ¿ collet is not fully locked in place¿. Conclusion code and result code are no longer applicable for this event. Conclusion code is for the pump. Conclusion code is for the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.